Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that a stent fracture occurred. A 6x100x120 epic¿ stent was selected for a percutaneous transluminal coronary angioplasty (ptca) procedure. The epic¿ stent was successfully deployed. Upon checking the angiography, it was noted that the distal portion of the stent was fractured. Another 6.0x60 epic¿ stent was implanted over the fractured stent. There were no patient complications reported and the patient's status was reported as stable.